Event description:
It was reported that the keypad button presses was not activating the desired pump functions. The keypad is reportedly is intact and the pump reportedly has not been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The keypad appeared to be intact; however, the up/down button were intermittently responding to user inputs during testing, the ok/contrast buttons required excessive force to activate during testing, the contrast key contact was inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under the all key contacts.